Event description:
It was reported pieces of the bronchoscope were flaking off into the patient's trachea and bronchus during a bronchoscopy procedure. The pieces were removed with suction from the bronchoscope. The event causes a slight delay of a few minutes while the patient was under general anesthesia to suction the pieces out and then go back into the bronchus with another bronchoscope to confirm all pieces were removed. There were no complications for the patient, and they were discharged as normal. No further patient impact reported.